Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; no power with cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2017 with the following findings: during investigation, the pump did not power on. There were not auditory or vibratory sounds. The pump history and black box were unable to be downloaded. Moisture corrosion was found in the battery compartment. The battery compartment was cracked above and below the bumper pad. The battery cap was not returned. A test cap attached to the pump. A leak was found in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board. No damage was found to the power circuit.